Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire nor close the jaw and the surgeon was also unable to squeeze the handle. They used another stapler to complete the case. There was no patient injury.